Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number and UDI number are unknown, no information provided to date.

Event description:
It was reported there was an alarm that occurred. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation could be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and could not be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a manufacturing device history record DHR review could not be performed.